Event description:
It was reported that during a preventative maintenance, the field service engineer noticed that the bottom part of the peep (positive and expiratory pressure) valve actuator coil was loose. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).